Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an increase in pace impedances. At implant, the values were 550 ohms, but rose to 1200 ohms. The rv lead was surgically abandoned and replaced. The existing pacemaker was also changed out and no testing was performed at the revision. No additional adverse patient effects were reported.